Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch verio iq meter read inaccurately high in comparison to the patient¿s feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The reporter stated that on (B)(6) 2018 the patient obtained results of ¿33, 10.9 and 24 mmol/l¿ on the subject meter, which they felt were inaccurately high. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages his diabetes by self-adjusting his insulin doses and on (B)(6) 2018 administered 2.5 units of levemir in the morning and humulin with meals. The reporter stated that because the meter was reading high since (B)(6) 2018, on (B)(6) the patient increased his insulin dose to 3 units of levemir in the morning and an additional 0.5 to 1 units of humulin with meals. The reporter stated that on (B)(6) 2018, the patient began to obtain ¿low results (3 to 4 mmol/l)¿ on the subject meter so stopped administering insulin and ate ¿sweets and sugar¿. The reporter stated that on (B)(6) 2018, the patient developed symptoms of ¿nausea, vomiting, weakness and a lack of appetite¿ and later on that day was hospitalized for 14 days, where he was treated with sugar. During troubleshooting the cca noted that the meter was set to the correct unit of measure and the test strips had not expired or been stored incorrectly. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.